Manufacturer narrative:
The customer reported that the screen on the bsm (bedside monitor) is not displaying any information when it is powered on. Biomedical engineer attempted to replace lcd which did not correct the issue. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. When the device was returned it was noted it had a damaged front and rear enclosure. The inverter was replaced and the unit is now able to display information but the touch screen is inoperative due to physical damage. Recommended needed repairs to further evaluate the unit but the customer declined the repair. The front and rear enclosure are damaged and the unit could not properly be closed; both need to be replaced in order to properly close the unit. The biomedical engineer was contacted and advised the inverter board was replaced under warranty. Additionally, he was advised that nihon kohden is recommending repairs to the touch screen and case. The biomedical engineer said to repair only what is under warranty. Further evaluation could not be accomplished due to inoperative touch screen. One screw is attached with the unit to ensure no further damages to the unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the bsm (bedside monitor) is not displaying any information when it is powered on. Biomedical engineer attempted to replace lcd which did not correct the issue.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed. The inverter board that was replaced. Nihon kohden tech support noted additional repairs were needed on the device but the customer refused them, stated he would do the additional repairs himself. Repaired only the parts under warranty and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.